Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that unknown screws and unknown rods were involved in a reported event. Following a spinal fusion procedure, the rod was observed to have migrated and backed out of the distal anchor screw head (s2/alar screw), necessitating a revision surgery. Subsequently, the tulip head of the s2/alar screw was found to have disassociated from the shank, and the set screw had disassociated from the tulip head, prompting plans for another revision.